Manufacturer narrative:
H6. Component code 4755 - no malfunction occurred with device. User misuse: announcing meals incorrectly. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 57 mg/dl following a meal announcement. The user treated the low bg with fast-acting carbohydrates and the glucose level recovered. No hospitalization, medical intervention, or long-term health effects were reported.